Manufacturer narrative:
An event regarding pain involving a centpillar stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain is a known possible adverse outcome of surgery.

Event description:
It was reported that a patient had a revision surgery to replace the head and adept cup due to hip pain. The centpillar stem fixation was good but the surgeon noticed corrosion on the neck trunnion. The stem was remained.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. A supplemental report will be submitted upon completion of the investigation. Device remained implanted.

Event description:
It was reported that a patient had a revision surgery to replace the head and adept cup due to hip pain. The centpillar stem fixation was good but the surgeon noticed corrosion on the neck trunnion. The stem was remained.